Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: voltages out of tolerance caused by defective electronic parts on mainboard. Correction: replace mainboard if voltages are not in range. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: device is showing (B)(4), self test failed, (B)(4) alarm with auto reboot as per the video shared by ICU technician.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: voltages out of tolerance caused by defective electronic parts on mainboard. Correction: replace mainboard if voltages are not in range.

Event description:
The following was reported to hamilton medical ag: summary: device is showing tf 444004, tf 431002, tf 446022, tf 446030, self test failed, te 231032, te 285001 alarm with auto reboot as per the video shared by ICU technician.